Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a party when he experienced dizziness, difficulty standing, lost control of eye movement, numbness in their tongue and a tingling sensation in their head. The patient had a seizure and lost consciousness. At the time, the cgm was approximately 70 mg/dl and did not alert because the low threshold is set to 65 mg/dl. A friend called 911 and the spouse treated the patient with sugar when he regained consciousness. Seven minutes later when emergency medical services (ems) arrived, the cgm was 43 mg/dl and the patient could not remember the bg value that was taken by ems. The patient was treated further with a peanut butter sandwich to eat and transported to the emergency department. There, the patient was evaluated for the violent nature of his seizure. He underwent x-ray and CT to rule out blood clots. He was diagnosed with bilateral shoulder fractures and dislocations and 5 fractured vertebrae. The patient was treated with unspecified anti-inflammatory medicines and underwent shoulder relocation procedures while under anesthesia. The patient was in the ed for 8 hours before discharge. At the time of the report, the patient was stable but in pain. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.